Manufacturer narrative:
A steris service technician arrived onsite and cleaned the oil from the floor. The technician inspected the unit and found that the oil, contaminated filer and sv3 required replacement. The technician replaced the oil, contaminated filter and sv3. Upon testing the unit, the unit alarmed "pressure rise low". The technician further inspected the unit and found the injection cylinder required replacement. The technician replaced the injection cylinder and confirmed the unit to be operational; no further issues have been reported. The sterilizer was manufactured in 2008 and is not under steris service contract.

Event description:
The user facility reported that their v-pro sterilizer was leaking hydraulic fluid. No injuries or procedural delays/cancellations were reported.